Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Date of birth - 1946. This report is number 4 of 6 mdrs filed for the same patient (reference 1825034-2016-01547 / 01552). Requested but not returned by hospital.

Event description:
Patient underwent a right hip revision procedure approximately four months post-implantation due to dislocation. The head and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by information received from the clinic. Device history record was reviewed and no discrepancies were found. The information from clinical suggests that the dislocation was not related to the device but was related to the surgical technique used; therefore the root cause of the reported issue is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.